Event description:
The customer reported that the gas unit stopped producing readings while it was in patient use. There were no error messages displayed. No patient harm or injuries were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the gas unit stopped producing readings while it was in patient use. There was no error messages displayed. No patient harm or injuries were reported. They replaced the unit right away, and the replacement worked without an issue. The customer tried using different lines and a water trap, but the issue persisted. Investigation summary: the reported issue was not duplicated or confirmed. As such, a definitive root cause could not be determined. However, based on the findings from repair center, the unit took longer than normal to warm up during the gas warming phase, and the unit made a loud clicking noise. Additionally, the device had major physical damage to the top cover and bottom chassis. However, the unit did give good readings during the gas accuracy test. The unit is not repairable due to its older gas module cd-314p-01, which cannot be upgraded. The unit will be scrapped due to not being able to repair the device. We have also identified several potential causes of no readings related issues, which are not limited to, and explained in further detail below: intermittent readings: this is related to the settings on the monitoring device in which gf-210ra is connected to. Additionally, a gas reading cannot be obtained when the measurement system is not properly connected. The causes for gas device errors are typically due to either user related errors/improper maintenance, incompatible tubing/connector/installation, device damage, or sensor or other component, needing replacement (due to either wear and tear damage and/or excessive. In these cases, failure is unlikely to cause or contribute to serious injuries. Gas device error messages are an indication that the gas module has failed and/or the water trap needs replacement. Error messages can also correspond to a failure of the sensor unit or another internal component, such as a pump. This is a known issue and is linked to wear and tear of the motor. When the issue is not duplicated or unknown, the possible causes can also be related to the incorrect or inappropriate connection of the air tubes, connectors, and or water trap. A serial number review of the reported device (model: gf-210ra, serial number: (B)(6) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-671ra serial #: (B)(6). Device manufacturer data: 07/06/2012 (july 6, 2012) unique identifier (UDI) #: (B)(6). Returned to nihon kohden: not returned additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the gas unit stopped producing readings while it was in patient use. There were no error messages displayed. No patient harm or injuries were reported.

Manufacturer narrative:
The customer reported that the gas unit stopped producing readings while it was in patient use. There were no error messages displayed. No patient harm or injuries were reported. They replaced the unit right away, and the replacement worked without an issue. The customer tried using different lines and a water trap, but the issue persisted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-671ra. Serial #: (B)(6). Device manufacturer data: 07/06/2012 (july 6, 2012). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.